Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: were there any issues opening the jaws of the device? No. Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? If yes, did the jaws eventually open? Were there any issues with the insertion or removal of the magazine? No. Was the magazine damaged? Deformed. If so, were all pieces of the magazine retrieved? Yes. Was there any damage to the device jaws? No.

Event description:
It was reported that the mouth of the device did not close and even with magazine the mouth locked off. After placed in the magazine it has bent this one. No harm to the patient.

Manufacturer narrative:
(B)(4). Batch number ==> r57e4h. Investigation summary ==> the analysis found that one long60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.